Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 690 mg/dl. The current blood glucose level was 124 mg/dl. The customer had to go to the emergency room. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump completely shut down not dispensing insulin correctly. The insulin pump will be returned for analysis.